Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose less than 500mg/dl. The customer was vomiting and was not feeling well. The customer stated that she also was sick with strep throat prior to the event. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found a battery alarm. The customer has not been wearing the device since her admission. The caller did not have the tubing clamp to perform the high pressure test, but she stated that the device alarmed no delivery two weeks ago. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.